Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose (bg) level of 720 mg/dl and was admitted to the intensive care unit (ICU). Prior to the hospitalization, the customer delivered a correction bolus to address the bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU, (B)(6) 2025 with the issue resolved and no permanent damage.